Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in japan it was reported that the patient was transported by ambulance on (B)(6) 2025 due to hypoglycemia as he was unconscious. The patient's blood glucose was 20 mg/dl and was using an insulin pump during transport. The patient recovered after being treated with glucose pump and the patient was discharged on (B)(6) 2025. No further information available.